Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s report of abdominal pain with cloudy pd effluent and subsequent diagnosis of relapsing staphylococcus epidermidis peritonitis. The three peritonitis events have been evaluated as one continuous episode that did not clear based on the international society for peritoneal dialysis (ispd) definition of relapsing peritonitis as an episode that occurs within four weeks of completion of therapy of a prior episode with the same organism or one sterile episode. Additionally, the ispd states that relapsing peritonitis episodes should not be counted as additional episodes when calculating peritonitis rates. However, there is no documentation in the complaint file to show a causal relationship between the adverse events and the liberty select cycler and liberty cycler set. Additionally, there is no report of a device malfunction with the liberty select cycler or a leak or defect reported for the liberty cycler set for this event. Although the pd nurse reported the cause of the peritonitis to be unknown, the patient¿s physician documented that the patient admitted to poor sanitary habits while disconnecting from their pd treatments. The pd effluent culture result of staphylococcus epidermidis supports the patient admission of poor sanitary habits as staph epi is a predominant normal flora of the human skin and strongly suggests a breach in aseptic technique. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as causing or contributing to the patient¿s relapsing peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) was diagnosed with peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis (pd) clinic nurse and 40 pages of received medical records. It was reported that there were no fluid leaks documented and the patient was trained in proper aseptic technique with retraining each year. The patient was seen by the physician in the pd clinic on (B)(6) 2020 for a follow-up to a peritonitis event. The patient had presented with abdominal pain and cloudy pd effluent on (B)(6) 2020 and diagnosed with peritonitis. A pd effluent culture resulted positive for staphylococcus epidermidis. The patient was initiated on intraperitoneal (ip) cefazolin 250mg 4 times per day with the last dose on (B)(6) 2020. Although the pd nurse reported no known cause of the peritonitis, the physician documented in the notes from the clinic visit that the patient admitted to poor sanitary habits while disconnecting from the pd treatments and expressed an interest in wanting to improve on those habits. The patient had no new complaints at that visit. On (B)(6) 2020, a week after completion of the antibiotics, the patient began seeing cloudy pd effluent again. The patient restarted on ip cefazolin (dose unknown) without notifying the pd care team. A pd effluent culture was drawn which showed no growth after 5 days, but many white blood cells were present. The no growth likely resulted from the patient starting the antibiotic therapy prior to obtaining the pd effluent culture. The patient was diagnosed with peritonitis. The patient was seen by the physician on (B)(6) 2020 at which time the patient stated the effluent had cleared over the last few days. There were no complaints of associated symptoms. The patent completed the antibiotics on (B)(6) 2020. The patient was seen by the physician on (B)(6) 2020. The patient reported cloudy pd effluent which began on (B)(6) 2020 one week after completion of antibiotics from the second peritonitis event. The patient was reinitiated on ip cefazolin (dose unknown) and a pd effluent culture was obtained. The cell counts, gram stain and cultures were to be sent for evaluation of antibiotic resistance. The pd effluent culture was positive for staphylococcus epidermidis and the physician categorized the patient¿s peritonitis events consistent with relapsing peritonitis. The patient did not have any complaints of associated symptoms. Documentation that the pd catheter was infected led to a replacement (date unknown) and the patient was transitioned to in-center hemodialysis (hd) for six weeks while the new pd catheter site matured. The patient was switched to oral levaquin 250mg tab after each hd treatment for 10 treatments following a loading dose on the initial hd treatment date of (B)(6) 2020.

Manufacturer narrative:
H4 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.